Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2024-00412: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned red72 confirmed a fracture on the distal shaft. Evaluation revealed that the red72 was stretched at the fractured site. If the device is retracted against resistance, damage such as stretching, and a subsequent fracture may occur. Based on the reported complaint, the patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed kinks on the proximal end of the catheter. This damage was incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 5f (5f select), and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the neuron max, 5f select and guidewire were advanced into the patient via the right groin. The 5f select was then removed, and the red72 was advanced over a guidewire through the neuron max. Aspiration was initiated after a control angiograph was performed. While aspirating, the physician noticed more foam than usual in the penumbra canister (canister). Therefore, the physician decided to remove the red72. While retracting the red72, the physician experienced resistance and noticed a delay in retraction as the red72 became longer. The red72 was removed by carefully retracting through the neuron max. After removal of the red72, the physician noticed that the distal length of the red72 was stretched and fractured. The procedure was completed with a pass using a penumbra system red 68 reperfusion catheter (red68) and the same neuron max. Thrombolysis in cerebral infarction (tici) 2c was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 5f (5f select), and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the neuron max, 5f select and guidewire were advanced into the patient via the right groin. The 5f select was then removed, and the red72 was advanced over a guidewire through the neuron max. Aspiration was initiated after a control angiograph was performed. While aspirating, the physician noticed more foam than usual in the penumbra canister (canister). Therefore, the physician decided to remove the red72. While retracting the red72, the physician experienced resistance and noticed a delay in retraction as the red72 became longer. The red72 was removed by carefully retracting through the neuron max. After removal of the red72, the physician noticed that the distal length of the red72 was stretched and fractured but remained connected by the inner wire. The procedure was completed with a pass using a penumbra system red 68 reperfusion catheter (red68) and the same neuron max. Thrombolysis in cerebral infarction (tici) 2c was achieved. There was no report of an adverse effect to the patient.